Manufacturer narrative:
The investigation into low pump flow and product damage (cannula kink) has been completed. The pump was not returned for investigation. The data log shows low pump flow from the start of the case with an active suction alarm. No abnormalities were reported regarding biomaterial interaction or positioning issues. According to the clinical report, a cannula kink was noted under imaging, and the doctor was unable to straighten it out. The doctor decided to replace the pump. The cause of the low pump flow issue was most likely kinked cannula. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21404.

Event description:
It was reported the patient expired after impella cp explant. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that during the impella cp insertion the cannula got kinked under the motor and it was unable to be straighten out. Flow was not able to be turned up without getting suction. The cp was eventually explanted and exchanged for an impella 5.5 while on extra corporeal membrane oxygenation support. The patient survived the event.